Manufacturer narrative:
(B)(4).

Event description:
The customer alleges that during insertion the swg (spring wire guide) couldn't pass through the dilator due to dilator tip deformity. The device was replaced.

Manufacturer narrative:
(B)(4). The customer returned one dilator for evaluation. Visual inspection of dilator confirmed that the distal tip is damaged. There was an indention on one side of the tip that is 2mm in length. There was no foreign material or apparent compression stress marks on the tip, which indicates the dilator was not used. The dilator body outer diameter (od) measured 2.283mm, which is within the specification. The dilators tip od could not be accurately measured due to the damage observed. Functional testing was performed by inserting a lab inventory spring wire guide (swg) into the dilator. The swg would not pass through the dilator. To determine the cause of the blockage, the dilator was dissected. Visual examination of the dissected dilator revealed an indention inside of the dilator at the same location observed on the outside during initial visual inspection. A device history record (DHR) review was performed on the dilator and did not reveal any manufacturing related issues. Other remarks: the reported complaint that the dilator tip was damaged was confirmed based on visual and functional testing performed on the returned complaint sample. There was an indention on the dilator tip and the lab swg could not pass through. A DHR review did not reveal any manufacturing related issues. Based on the evaluation of the dilator and feedback from the manufacturing facility, the probable cause of this complaint is manufacturing related. A nonconformance request was initiated to further investigate this complaint issue.

Event description:
The customer alleges that during insertion the swg (spring wire guide) couldn't pass through the dilator due to dilator tip deformity. The device was replaced.